Event description:
After the implant procedure was completed on (B)(6) 2024, imaging verified a pneumothorax. Physician brought the patient back into the or and placed a chest tube. On (B)(6) 2024, the physician repositioned the sensing lead in an alternate location and closed. Pneumothorax resolved and the physician removed the chest tube. Patient was discharged the next day.